Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Reporter stated on (B)(6) 2016, the bolt at the top near the spreader bar came loose when lifting a resident and that the resident fell. The following injuries allegedly occurred: resident broke her back . Reporter stated that the injured party was treated at a hospital/clinic and released. The product has been taken out of use. The resident's weight is (B)(6). No further info provided. Update/clarification from customer service on 03/02/2016: customer confirmed that this was in regards to the boom of the lift and not the base of the lift. They were not referring to the handle that opens the legs of the lift they were referring to the bolt that attaches the hanger bar to the lift, where the sling attaches. Update from 03/02/2016 added by customer service: facility representative called back and stated that the bolt at the top of the mast, which connects the boom assembly, became loose and fell out, which caused the mast to detach from the boom assembly, and the customer to fall. Facility representative states the end user has compression fractures to her spine, and was hospitalized for 3 days for the issue. Facility representative states she came back to their facility with a back brace. No further information was provided.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: patient transport. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed with respect to the alleged issue. During the evaluation, the invacare rpl600-1 reliant heavy-duty power lift in question functioned without any issues. The lift was able to raise/lower with a load greater than that of the end user, and none of the components failed or "came loose", as was alleged. The hanger pin, which holds the hanger bar, and the shoulder bolt/lock nut/washer that attach the hanger pin to the boom assembly were all measured with a calibrated caliper. All of the measurements met the specifications outlined in the invacare engineering prints for those parts. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: patient transport. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed with respect to the alleged issue. During the evaluation, the invacare rpl600-1 reliant heavy-duty power lift in question functioned without any issues. The lift was able to raise/lower with a load greater than that of the end user, and none of the components failed or "came loose", as was alleged. The hanger pin, which holds the hanger bar, and the shoulder bolt/lock nut/washer that attach the hanger pin to the boom assembly were all measured with a calibrated caliper. All of the measurements met the specifications outlined in the invacare engineering prints for those parts. Reporter stated on (B)(6) 2016, the bolt at the top near the spreader bar came loose when lifting a resident and that the resident fell. The following injuries allegedly occurred: resident broke her back . Reporter stated that the injured party was treated at a hospital/clinic and released. The product has been taken out of use. The resident's (B)(6). No further info provided. Update/clarification from customer service on 03/02/2016: customer confirmed that this was in regards to the boom of the lift and not the base of the lift. They were not referring to the handle that opens the legs of the lift they were referring to the bolt that attaches the hanger bar to the lift, where the sling attaches. Update from 03/02/2016 added by customer service: facility representative called back and stated that the bolt at the top of the mast, which connects the boom assembly, became loose and fell out, which caused the mast to detach from the boom assembly, and the customer to fall. Facility representative states the end user has compression fractures to her spine, and was hospitalized for 3 days for the issue. Facility representative states she came back to their facility with a back brace. No further information was provided.